Event description:
It was reported by a company rep that a vns pt was to have generator removal surgery due to infection. Further info was received by the company rep indicating the pt underwent generator removal as scheduled, however, an explant date and further details were not available at that time. For the moment the reported infection remains under investigation for further info.